Event description:
The customer reported the ventilator shut down while in use on pt. The customer reported that the unit was in use on pt, but the customer reported that there was no pt harm.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
Spoke with the customer and they reported having no information regarding a v60 ventilator with the sn# (B)(4). No device was returned and no further information provided.

Event description:
The customer reported the ventilator shut down while in use on patient. The customer reported that the unit was in use on patient, but the customer reported that there was no patient harm.